Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) caresite valve was returned in connection with this complaint. Upon visual inspection, the valve was noted to have tubing broken off in the female luer end. Although the reported defect was confirmed, at the moment the definitive root cause is unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during use of the product, customer reports that the caresite broke causing a chemo spill. No injurys reported.